Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump would not power on after being exposed to water in a swimming pool, and moisture was seen under the display lens. There was no damage or corrosion seen on the pump and the battery cap was secure and tight. The issue was not resolved. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/13/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Moisture was observed behind the pump display lens, and corrosion due to moisture was visible in the battery compartment. A leak test was performed and a display lens leak was found. The pump case was removed and corrosion due to moisture was found on the internal components. The pump was unresponsive due to moisture ingress and therefore further testing could not be completed.